Event description:
It was reported that the pump's plunger was stuck. No patient injury or involvement were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger head was loose and rotated, the ear clip was broken, the top case was chipped on the right corner, the position pot tab was broken, and pieces of broken carriage were rattling inside the pump. A review of the event history log identified check syringe plunger sensor. During functional testing while checking the plunger head movement, the plunger head will not move back and forth, and it feels loose and rotates when it should not. The root cause was a result of the customer's impact to the device. Replaced broken carriage and plunger tube and performed power up process, preventative maintenance and all functional tests which passed.